Manufacturer narrative:
The subject device has not yet been returned to the manufacturer for evaluation.

Event description:
It was reported that the balloon catheter (subject device) leaked while in the patient's brain. No complications to the patient were reported.